Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A facility representative reported a patient with two diopters of overcorrection following refractive treatment. Follow up information received stated the patient has gone to another doctor for a second opinion and not further information is available. There are two related reports for this event. This report addresses the patient with unknown identifiers, and another manufacturer report will be filed for the other patient.

Manufacturer narrative:
. Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).